Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast distortion, capsular contracture, baker grade IV. Device evaluation: capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported on left side "sparse simple cysts in the bilateral parenchyma" and "capsular contracture grade IV with breast shape distortion". The device has been explanted and replaced.